Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx150cm sterling catheter was advanced for dilation. However, during the second inflation at 8 atmospheres in 10 seconds, the balloon ruptured. The procedure was completed with a different device. The device was completely removed without any issue noted. There no patient complications nor injuries reported.